Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the upper right hand corner of the touch screen was orange. There was no reported impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.